Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was found the g-clamp instrument was damaged, as one of the screws was no longer sealed. This was found outside of a procedure, with no patient impact.

Manufacturer narrative:
Upon reassessment this was determined not to be a reportable. There was no patient involvement or adverse event. The initial report was submitted in error and should be voided.